Event description:
Paramedics attended to a person diagnosed in cardiac arrest. Prior to their arrival, one shock had been administered to the pt four additional shocks were subsequently administered. External pacing was administered using the device. The crew continued to administer chest compressions while pacing. During transport, after a total of approximately 11 minutes of pacing, the device stopped pacing for no apparent reason and displayed the message pacing stopped. The lead connections were checked and found to be secure. The pacemaker was restarted and again shut off for no apparent reason. The pacemaker was restarted and shut off a total of 4 times during transport. The emergency room a short time after the pacemaker stopped the first time. The pt's outcome was not reported.